Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent a hernia repair. "One mesh perfix plug, was implanted to repair the hernia defects." On (B)(6) 2016: the patient "underwent an additional surgery to remove the perfix plug that had become embedded in the abdominal wall causing the patient severe pain and discomfort." These injuries to the patient have caused and will in the future cause great physical pain, mental anguish, expected injuries to result in disfigurement and deformity with associated humiliation and embarrassment, doctor visits and subsequent procedures. The patient was severely and permanently injured due to the defective perfix plug mesh.